Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Summary evaluation: the spider fx double-ended catheter was received with a fractured core of the capture wire loaded through the delivery section. The core wire fracture was within the uncoated, tapered section of the capture wire at the proximal edge of the spiral connector. The fractured proximal section of the capture wire punctured the wall of the catheter. The fracture faces exhibited material deformation indicating a severe kink at the fracture sites. The platinum/tungsten coil section of the filter assembly's was curved. It could not be determined whether the curved configuration was present during the procedure or was generated post-procedure. The white atraumatic tips of both the delivery and recovery sections of the catheter did not exhibit any damage relevant to the reported event.

Event description:
Upon retrieval, the physician tried to bring the spiderfx back into the catheter. The filter basket was too large and the physician continued pulling which resulted in the wire snapping. The filter basket had to be snared out.